Manufacturer narrative:
During a conversation with distributor, physician mentioned that pt had developed a possible infection following an achilles tendon repair procedure using orthadapt bioimplant augmentation. The repair procedure was performed approx two and a half years ago. The date of onset of the infection is unk. Further info concerning this event is unavailable. Based on the provided info, no conclusions can be drawn as to the cause of this event. A review of the device history record (DHR) indicated that the device identified in this report met all mfg requirements. The product was not returned to the MFR for eval. The MFR of the device was pegasus biologics, inc. Synovis orthopedic and woundcare, inc is the reporting company for the event. The implant occurred prior to the synovis acquisition of pegasus biologics.

Event description:
Physician reported to distributor that pt developed a possible infection post achilles tendon repair with orthadapt bioimplant augmentation. Pt was successfully treated with antibiotics.